Event description:
It was reported that the(1) ets and the (1) cdh were used during a laparoscopic low anterior resection. It was reported that the patient had to be readmitted due to blood loss through the anus. The bleeding appeared to originate at the anastomotic site. 06/30/1999: the sales rep returned call and stated that the case had become a reoperation. He clarified the products used.